Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: no vibratory function.

Manufacturer narrative:
(B)(4). Device evaluation: the battery compartment was noted to be cracked from the threads extending down to the finger pad. There was visible moisture in the battery compartment. Leak testing revealed moisture leaking through the crack into the battery compartment. The pump was opened for investigation and did not reveal evidence of moisture inside the pump. The pump powered on without vibratory function. The vibration motor contacts were noted to be misaligned.